Event description:
It was reported that during pre-surgery testing, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that the device had a hole in the hose and an oil leak. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose and an oil leak. Therefore, the reported condition was confirmed. It was determined that the hole in the hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was determined that the oil leak was from the hole in the hose. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.